Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that during the procedure surgeon was made aware the implant was expired. The surgeon continued with implanting the implant although it is off label use. There is no further information known at this time.

Manufacturer narrative:
The reported event that ¿the or staff opened the implant for the surgery, it was realized the implant had expired¿ could be confirmed. The product was designed, then approved by the surgeon and afterwards manufactured in time. At the time of procedure, the product had already expired 16 days before. The or staff recognized this during the preparation for the surgery and decided in the end to use the product and implant it. This is in contradiction to the corresponding IFU of the product (s. Labelling review). Based on the performed investigation and the DHR review there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. H3 other text: device is implanted.

Event description:
It was reported by the company representative that during the procedure surgeon was made aware the implant was expired. The surgeon continued with implanting the implant although it is off label use. There is no further information known at this time.